Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged deep due to a large left ventricular outflow tract (lvot) while still attached to the delivery catheter system (dcs). An attempt to move the valve was unsuccessful. The valve was left in the patient and a second transcatheter bioprosthetic valve was successfully implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.